Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump history did not reflect accurate data despite being in use. The customer's blood glucose level was 300 mg/dl. Although requested, the customer declined to upload pump data for investigation. Reportedly, the customer continued using the pump for insulin therapy.